Event description:
The customer reported that after the jaws of the device were closed, the device activated without the activation button being pressed. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.